Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pocket site was too big, and the battery was moving a lot. No device malfunction suspected. The patient underwent a revision procedure wherein the ipg was repositioned and replaced with a MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg was not returned.